Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The nozzle was clogged. The air/water flow was normal after the nozzle was removed. The distal end plastic cover had dents and scratches. The c-pin and nozzle pin glue were worn. The labeling was peeling. The objective lens and light guide lens had worn glue. The glue was chipped/cracked on the plastic distal end cover and insertion tube. The angulation was low. The control knob play was loose. There were scratches on the insertion tube. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a preparation for use for a diagnostic procedure, there was an insufflation problem with the evis exera iii colonovideoscope. The air was not coming through. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged. This report is to capture the reportable malfunction of the clogged nozzle noted at estimation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.